Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for lead revision. It was noted that the right ventricular lead exhibited noise. During procedure, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition prior, during, and after the procedure and would continue to be monitored.